Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using ruby coils, a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, the physician inserted the catheter into the patient. Then, after advancing the lantern over a guidewire approximately twenty centimeters through the catheter, the lantern became stuck. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.